Manufacturer narrative:
Complaint conclusion: a saber pta catheter ruptured at 4 atm (four atmospheres) during pre-dilation. Another saber balloon was used. After a smart stent was implanted, a sleek pta catheter ruptured at 3 (three) atm. Another sleek was used to complete the procedure. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the left superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. After a non-cordis guidewire crossed the lesion, a 5x150mm saber pta catheter was delivered and inflated at the distal end of the lesion for pre-dilation. However, it ruptured at 4 atm. Therefore the balloon was changed to another saber pta catheter (48005010s). A smart stent was placed and post-dilation was performed. The lesion at the distal side was completed. Continuously, a sleek pta catheter was delivered and inflated at proximal end of the lesion. However it ruptured at 3 atm. Therefore the balloon was changed to another balloon (sleek, 425-4008x). The procedure finished successfully. There was no reported patient injury. There were no damages or anomalies noted to the devices or packaging prior to use; and the devices were handled and prepped according to the instructions for use. The devices prepped normally with no anomalies noted. There was no difficulty removing the devices from the product hoops or removing the balloon covers/stylets. There were no damages to the box, pouch, hoop or balloon sleeve. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was difficulty crossing the lesion with the guidewire. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown how long the inflations were held or how many times the balloons were inserted into the patient or inflated. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It is unknown if force was ever required or if the patient experienced any complications. The product was not returned for analysis. A device history record (DHR) review of lot 17146620 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp (peripheral)¿ could not be confirmed as the devices were not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification and a rate of stenosis of 100% may have contributed to the reported events. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
A smart stent was placed and post-dilation was performed. The lesion at the distal side was completed. Continuously, a sleek pta catheter was delivered and inflated at proximal end of the lesion. However it ruptured at 3atm. Therefore the balloon was changed to another balloon (sleek, (B)(4)). The procedure finished successfully. There was no reported patient injury. The products were clinically used. And they will not be returned for analysis. There were no damages or anomalies noted to the devices or packaging prior to use; and the devices were handled and prepped according to the instructions for use. The devices prepped normally with no anomalies noted. There was no difficulty removing the devices from the product hoops or removing the balloon covers/stylets. There were no damages to the box, pouch, hoop or balloon sleeve. The contrast media, contrast ratio, and brand indeflation device were unknown. It is unknown if there was difficulty crossing the lesion with the guidewire. It is unknown if there was resistance/friction as the device was inserted into the patient; or if there was difficulty experienced as the device was advanced to and across the lesion. It was unknown if the catheter was ever in an acute bend or kink during use. It is unknown if the balloon initially inflated normally before rupture. It is unknown how long the inflations were held or how many times the balloons were inserted into the patient or inflated. It is unknown if the balloon catheter was removed easily from the patient; however, it was removed intact (in one piece). It is unknown if force was ever required or if the patient experienced any complications. (B)(6). The device will not be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta catheter ruptured at 4 atmospheres (atm) during pre-dilation. Another saber balloon was used. After a smart stent was implanted, a sleek pta catheter ruptured at 3 atm. Another sleek was used to complete the procedure. There was no reported patient injury. The patient was a male but his age was unknown. The target lesion was the left superficial femoral artery. The lesion was heavily calcified and not tortuous. The rate of stenosis was 100%. After a non-cordis guidewire crossed the lesion, a 5x150mm saber pta catheter was delivered and inflated at distal end of the lesion for pre-dilation. However, it ruptured at 4 atm. Therefore the balloon was changed to another saber pta catheter (48005010s).